Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the monitor was unable to power on. Upon evaluation, there was a short on the ca board. Root cause of the short was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power up.